Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. The angiosculpt device ruptured when inflated to 16 atm, which is above rbp (14 atm). Recurrence of the malfunction could result in a vessel dissection requiring possible stent. Report source: foreign- (B)(6). The angiosculpt device was not returned, thus no product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
During the third inflation at 16 atm for 30 seconds, the balloon ruptured. A cutting balloon catheter was alternatively used to complete the procedure.